Manufacturer narrative:
As reported, after backflow stopped with the 6f exoseal vascular closure device (vcd), the device was pulled back, but the anchor did not engage (the indicator monitor did not operate). The device came out. Hemostasis was achieved by manual pressure. There was no reported injury to the patient. The device was used after endovascular thrombectomy (evt). A femoral artery retrograde puncture was used for same side common iliac artery (cia) treatment. An unknown 6f long sheath was used, then changed to an unknown 6f short sheath. The user was trained on the device, which was stored and prepped according to the instructions for use (IFU). Both the device and packaging were inspected prior to use with no damage noted. The femoral artery's suitability, including insertion angle of 30¿45 degrees and a vessel diameter =5 mm, was verified by angiography. The puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. There was no history of recent closure device use or manual compression at the site within the past 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The indicator wire showed no visual damage before use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction while advancing it through the sheath. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly with an audible click, and the indicator window was facing up during retraction and showed a change. Pulsatile flow was observed from the bleed-back indicator, and no damage was noted to the indicator wire loop upon removal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18463255 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire damaged loop" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.

Event description:
As reported, after backflow stopped with the 6f exoseal vascular closure device (vcd), the device was pulled back, but the anchor did not engage (the indicator monitor did not operate). The device came out. Hemostasis was achieved by manual pressure. There was no reported injury to the patient. The device was used after endovascular thrombectomy (evt). A femoral artery retrograde puncture was used for same side common iliac artery (cia) treatment. An unknown 6f long sheath was used, then changed to an unknown 6f short sheath. The user was trained on the device, which was stored and prepped according to the instructions for use (IFU). Both the device and packaging were inspected prior to use with no damage noted. The femoral artery's suitability, including insertion angle of 30¿45 degrees and a vessel diameter =5 mm, was verified by angiography. The puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. There was no history of recent closure device use or manual compression at the site within the past 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The indicator wire showed no visual damage before use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction while advancing it through the sheath. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly with an audible click, and the indicator window was facing up during retraction and showed a change. Pulsatile flow was observed from the bleed-back indicator, and no damage was noted to the indicator wire loop upon removal. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after backflow stopped with the 6f exoseal vascular closure device (vcd), the device was pulled back, but the anchor did not engage (the indicator monitor did not operate). The device came out. Hemostasis was achieved by manual pressure. There was no reported injury to the patient. The device was used after endovascular thrombectomy (evt). A femoral artery retrograde puncture was used for same side common iliac artery (cia) treatment. An unknown 6f long sheath was used, then changed to an unknown 6f short sheath. The user was trained on the device, which was stored and prepped according to the instructions for use (IFU). Both the device and packaging were inspected prior to use with no damage noted. The femoral artery's suitability, including insertion angle of 30¿45 degrees and a vessel diameter =5 mm, was verified by angiography. The puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. There was no history of recent closure device use or manual compression at the site within the past 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The indicator wire showed no visual damage before use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction while advancing it through the sheath. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly with an audible click, and the indicator window was facing up during retraction and showed a change. Pulsatile flow was observed from the bleed-back indicator, and no damage was noted to the indicator wire loop upon removal. The device will be returned for evaluation.